Event description:
Information was received regarding a cadd extension set. It was reported that when administering epoprostenol to the patient, the customer noticed it was leaking from the filter of the product. There was no injury noted.

Manufacturer narrative:
Other, other text: three pictures of the affected cadd extension set were sent for the evaluation of the reported issue. A leak was found fleeing from the air vent of the filter; the failure mode reported was confirmed. Root cause was determined to be due to silicon oil being transferred from the syringes and/or vials into the medication reservoir during the filling process by the customer.